Event description:
It was reported that multiple cartridges were leaking from the o-ring. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer required assistance from spouse who gave customer a correction injection via manual insulin therapy. Customer loaded a new cartridge to address the issue.